Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation for the product detailed above confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no material or manufacturing related root cause could be identified.

Event description:
The pulsar-18 self-expandable stent system was chosen for treatment of a predilated moderately calcified lesion (70 percent stenosis degree) in the moderately tortuous mid sfa. After removing the safety tab and inserting the pulsar-18, the stent could not be released although the trigger was pushed for several times. Another stent was used to finish the procedure. The device was scrapped at the hospital.